Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare: (B)(6) baxter healthcare: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿pin hole size¿ on the patient line of the homechoice cassette which resulted in a leak. This was observed during fill one of four of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient with ending therapy and advised the patient to start over with all new supplies and contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.